Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of devices. There was no health impact or consequences reported.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: b02 - testing of device from same lot/batch retained by manufacturer. Investigation summary: bd received one photo for investigation. The same photo was provided in a related complaint; therefore, the photo was not analyzed for this complaint. Therefore, 20 retain samples were subjected to a visual functional test for defective locking mechanism and hub/collar separation. The samples passed testing as the devices were activated properly with no signs of damage to the device or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of devices. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The customer's photo shows two devices with the hub separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of devices. There was no health impact or consequences reported.